Manufacturer narrative:
This lead has not been returned. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Additional information was received indicating the system continued to exhibit high out of range shock impedance measurements. An invasive procedure was performed. The lead was explanted and replaced. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned severed 110 millimeters (mm) from the terminal pin and in three segments. Visual inspection noted calcification build-up on the proximal and distal spring electrodes. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Although the returned segments were electrically continuous, calcification on the proximal and distal electrodes could cause an increase in impedance measurements over time.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Individual shocking vectors were checked and high measurements were observed with the proximal coil. The proximal coil was taken out of the shocking vector and defibrillation threshold (dft) tests were performed. Shock impedance measurements were within an acceptable range. No further programming changes were made. No additional adverse patient effects were reported.